Event description:
It is reported that the patient is experiencing pain, swelling and tenderness. There is also a clicking and lateral movement in the knee while walking.

Manufacturer narrative:
No devices or photos were rec'd; therefore the condition of the components is unk. These devices are used for treatment. The patient reported pain with swelling, tenderness, and some movement side to side in addition to the knee cap shifting, but these events cannot be confirmed. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.